Event description:
The following has been reported: broken cassette latch. A preliminary review of the device log files identified mechanical hardware failure (lever arm). The device was returned for evaluation. A mock infusion was not able to be performed due to lever arm damage. Lever arm does not cycle the loading pins. Internal investigation found the shear pin broken and the lever arm linkage is disconnected. The keypad is damaged due to wear. The left bag hook is missing. The front housing is damaged in the lower left corner and the screw mounts for the lever linkage are broken. The lcd touch screen is damaged due to broken screw mounts. The ground connections are braided wire versus insulated wire. The unit started up with a state 1 error. The log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. The shear pin, front housing, bag hook, lcd screen, air compressor, and ground wires will be removed and replaced during repair process before the unit is sent to the test line for full functional testing. Reporting as a conservative measure due to the air compressor issue identified during investigation. No adverse effects were reported.